Event description:
Respiratory therapy was asked to assess this patient because the rn noted the etco2 reading suddenly reading low. The reading had been 40-50 and was now less than 20. First, we switched the end tidal carbon dioxide (etco2) out and there was no change in reading. Pt began to high pressure on her ventilator and her tidal volumes were lower than typical. We began looking for a leak (which is typical with low etco2 readings and low volumes). We checked the trach and cuff, and both were fine. We checked the circuit and no leak was found. Her lungs were auscultated and she had coarse breath sounds so we suctioned a small amount out. The suction catheter was an 8fr elbow inline. It was locked before I began to suction (which is common). While pressing the suction button, however, I noted that the button remained depressed and I had to physically pull the button up. When the catheter was changed, the etco2 went back to a normal range and volumes on ventilator returned. The patients ventilator stopped high pressuring. It appears there was a malfunction of this catheter.